Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypap traces. The device had scratched lcd window, cracked display window corners, cracked reservoir tube lip, and cracked reservoir tube. Numbers do not ramp up on its own or scroll bar does not move with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.